Manufacturer narrative:
The device returned for investigation, but the evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open- establishing final arm angle/efaa, and clip jumping. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed; however, during the deployment sequence, the clip opened while locked when establishing final arm angle/efaa. The clip was then inverted and retracted back to the left atrium. Efaa was performed again , but the clip jumped into 14 arm angle while locked. Therefore, the cds was removed with the clip attached and replaced with a new clip. Two clips were implanted, reducing mr to >1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle (efaa) and also did not confirm the reported clip jumping. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the reported information, a cause for the reported clip jumping and the clip opening during efaa could not determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.